Manufacturer narrative:
Literature article: intermediate and long-term follow-up of transcatheter closure of congenital coronary cameral fistulas in infants and children: experience from a single center. As reported in a research article, intermediate and long-term follow-up of transcatheter closure of congenital coronary cameral fistulas in infants and children: experience from a single center, a 4-year-old, 15kg patient with a coronary cameral fistula and coronary artery aneurysm presented with a large residual shunt 3 months post-procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, ¿intermediate and long-term follow-up of transcatheter closure of congenital coronary cameral fistulas in infants and children: experience from a single center¿, was reviewed.the article presented a case study of a 4-year-old, 15kg patient with a coronary cameral fistula and coronary artery aneurysm. It was reported that on an unknown date, a 16mm amplatzer vascular plug was chosen for implant to occlude a coronary cameral fistula. It was reported 3 months post-procedure, a large residual shunt was noted. There was no treatment reported. The article concluded that tcc of ccfs in infants and children appears to be effective and is associated with a relatively low complication rate. Large ccfs and giant coronary artery aneurysms (caas) represent a higher risk of both acute and intermediate and long-term adverse events after closure. [The primary and corresponding author was zhiwei zhang, department of pediatric cardiology, guangdong cardiovascular institute, guangdong provincial people¿s hospital (guangdong academy of medical sciences), southern medical university, guangdong provincial key laboratory of south china structural heart disease, guangzhou, 510100, china, with corresponding email: drzhangzw@sohu.com].